Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting to nca/bfarm: "(B)(6) was admitted to our central emergency room on the evening of (B)(6) 2022. The patient had slipped away with his left foot on (B)(6) 2022 and fallen onto his left hip. He had a pocket knife in his pocket and a torch in his jacket pocket on which he fell. Initially, there was only moderate discomfort. On the day of admission, he had noticed abduction inhibition in the left hip joint at the gym. Then at home, after sitting for about 20 min, he suddenly had no more support in his left hip when standing up and felt a "rattling" sensation."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e4, g1, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Through follow up it is now understood there is no allegation associated against a product malfunction. However, visual examination of the device found the ceramic femoral head fractured into three large and two small fragments. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the ceramic insert belongs to the shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head confirmed to the specification valid at the time of production. The density of the femoral head was analyzed and found to comply with the delivery specification for biolox® forte components. The microstructure as obtained from the quality documents meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. 1) quantity manufactured: (B)(4), 2) date of manufacture: 23-jul-2012, 3) any anomalies or deviations identified in DHR: no non-conformances identified, 4) expiry date: 31-jul-2017, 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device [9111131 / 3492782] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.